Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump history did not reflect the accurate bolus, blood glucose (bg) values, and carbohydrates history. Additionally, there was missing dates on the history since (B)(6) 2017. Tandem technical support guided the customer through entering a bg value on the bolus screen, and the contact saw the appropriate data being reflected in the bg history. Although requested by tandem technical support, the contact was unable to provide any further information on the reported event, and declined to perform troubleshooting. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.